Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Fuses had been replaced by site biomed. The medtronic representative installed new fuses. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation.

Event description:
A site radiologic technologist (rt) reported that, while outside of a procedure, the viewing station of the imaging system would not power on. The line power light was not illuminated. The reported issue occurred during setup. There was no patient present when this issue was identified. No additional information was provided.